Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced universal surgical manipulator (usm) 2 for 1162 errors. After the usm was replaced, the system was tested and verified as ready for use. Isi received the usm unit involved with this complaint and completed the device evaluation. Failure analysis confirmed that the usm triggered error 1162 at startup. Visual inspection on the acs pca found signs of fluid intrusion on both the cannula's ffc connector and cva's ffc connector. Both ffcs had corrosion on them as well. Swapped cannula ffc and cva ffc with test ones, but error 1162 still showed up at startup. Swapped the acs pca with a test one along with both test ffcs fixed the issue. Returned the original acs pca and both ffcs and error 1162 came back. As a fix, the acs pca and dof 4 ffcs will be replaced.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the system generated an error and the customer disabled arm 2 in response to the error prior to contacting technical support. At the time of the call, the intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and observed 1162 error on the arm. The tse advised the customer to perform a hard reset, but the error returned. The tse noted that the surgeon stated he needed 4 arms but would attempt to finish the procedure with 3 arms. The customer requested the field service engineer (fse) look at system. The procedure was completed with no patient harm.